Manufacturer narrative:
Additional information was received that the patient was still experiencing pain at the pocket site. The physician believed that the patient was possibly more sensitive with her condition and did not suspect it to be stimulation related. No further course of action will be taken. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site. It was noted that the patients pain was getting worse when stimulation was on. The patient underwent a revision procedure wherein the ipg and splitter were replaced. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient had pain at the pocket site. It was noted that the patient's pain was getting worse when stimulation was on. The patient underwent a revision procedure wherein the ipg and splitter were replaced. No device malfunction was suspected.